Manufacturer narrative:
Model number/catalog number: sc-2218-50, (B)(4). Model/catalog description: linear st lead kit 50 cm; model number/catalog number: sc-1160, (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the lead incision site and tracked to the ipg pocket site. Symptom of infection was pus at the lead incision site and became septic. The physician believed that the infection was not device related. The patient was prescribed with antibiotics and underwent an explant procedure.